Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. The data log was not received for investigation. The reported event of inaccurate blood glucose values cannot be confirmed. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on 05/20/2016. The investigation is not yet complete. A follow-up will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number str-dr-pnk serial number (B)(4)/lot number 5201405) was returned on 05/20/2016. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and no errors were found relating to the complaint. A root cause could not be determined.